Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the main drawer's multiple cubies had failed to open. A field service engineer relocated the station as per the customer's request. The technical support specialist then contacted the customer and confirmed that there were no further issues. The customer gave permission to close the case. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter address 1: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.2 multiple cubies had failed to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.